Event description:
ICD (implantable cardioverter defibrillator) therapy remains off due to right ventricular (rv) lead dislodgement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).